Event description:
It was reported that they have been cooling for 22 hours. Around 11:30 pm, the patient temperature was erratic, going from 25-33c within a few minutes. Changed the rectal probe and the temperature was stable at 34.8c. The water temperature dropped to 10c, making the patient unstable. They just replaced the probe again and the patient temperature is 33.6c. They taped it in place. They want to know what needs to do because the patient did not tolerate the cold water well. (B)(6). Discussed how the decrease in patient temperature had effect on patient vital signs. If the patient temperature continues to be erratic the temperature in cable should be replaced. Baby really sick and will start ECMO soon. Baby with pulmonary hypertension with severe hypoxemia. They were cooling a baby on arctic sun device (B)(6). Noticing significant changes in water temperature, though the baby stayed around target. They think it was patient-related but wants to make sure the device was working properly. Discussed case from earlier this morning. The rectal probe was replaced after erratic patient temperature. Current patient was 34.2c and the water was 27.5c. It had dropped from 39.5c since they had been in the room. They started rewarming early. Rewarm from 33.6c. Flow 1.2lpm. Explained the device expects the patient to be at 33.6c right now. The device was decreasing the water temperature because the patient was 34.2c. Doctor changed the rewarm temperature to 34.4c as they were trying to warm the patient more quickly. Discussed axillary versus rectal temperatures. Device was working as expected.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Changed the rectal probe and the temperature was stable at 34.8c. The water temperature dropped to 10c making the patient unstable. They just replaced the probe again and the patient temperature is 33.6c. They taped it in place. They wants to know what, needs to do because the patient did not tolerate the cold water well. (B)(6). Discussed how the decrease in patient temperature had effect on patient vital signs. If the patient temperature continues to be erratic the temperature in cable should be replaced. Baby really sick and will start ECMO soon. Baby with pulmonary hypertension with severe hypoxemia. They were cooling a baby on arctic sun device (B)(6). Noticing significant changes in water temperature though the baby stayed around target. They think it was patient-related but wants to make sure the device was working properly. Discussed case from earlier this morning. The rectal probe was replaced after erratic patient temperature. Current patient was 34.2c and the water was 27.5c. It had dropped from 39.5c since they had been in the room. They started rewarming early. Rewarm from 33.6c. Flow 1.2lpm. Explained the device expects the patient to be at 33.6c right now. The device was decreasing the water temperature because the patient was 34.2c. Doctor changed the rewarm from temperature to 34.4c as they were trying to warm the patient more quickly. Discussed axillary versus rectal temperatures. Device was working as expected. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have been cooling for 22 hours. Around 1130pm the patient temperature was erratic, going from 25-33c within a few minutes. Changed the rectal probe and the temperature was stable at 34.8c. The water temperature dropped to 10c making the patient unstable. They just replaced the probe again and the patient temperature is 33.6c. They taped it in place. They wants to know what, needs to do because the patient did not tolerate the cold water well. S/n (B)(6). Discussed how the decrease in patient temperature had effect on patient vital signs. If the patient temperature continues to be erratic the temperature in cable should be replaced. Baby really sick and will start ECMO soon. Baby with pulmonary hypertension with severe hypoxemia. They were cooling a baby on arctic sun device s/n (B)(6). Noticing significant changes in water temperature though the baby stayed around target. They think it was patient-related but wants to make sure the device was working properly. Discussed case from earlier this morning. The rectal probe was replaced after erratic patient temperature. Current patient was 34.2c and the water was 27.5c. It had dropped from 39.5c since they had been in the room. They started rewarming early. Rewarm from 33.6c. Flow 1.2lpm. Explained the device expects the patient to be at 33.6c right now. The device was decreasing the water temperature because the patient was 34.2c. Doctor changed the rewarm from temperature to 34.4c as they were trying to warm the patient more quickly. Discussed axillary versus rectal temperatures. Device was working as expected.